Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported he was out with his wife when he received a sensor scan result of 'hi' (reading higher than 500 mg/dl). Customer self-injected insulin (dose/type unknown) and sometime after "became faint". Customer's wife took him home and called the paramedics. When paramedics arrived, a reading of 40 mg/d was obtained on their meter and customer was taken to a hospital. At the hospital, a reading of 50 mg/dl was obtained on the hospital meter and customer was diagnosed with hypoglycemia and treated with glucagon. Customer remained at the hospital until his glucose level stabilized and was released to go home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Model number was inadvertently omitted from the initial MDR 30 day report. Has been updated. Device mfg date has also been updated as it was incorrectly documented in the previous report.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported he was out with his wife when he received a sensor scan result of 'hi' (reading higher than 500 mg/dl). Customer self-injected insulin (dose/type unknown) and sometime after "became faint". Customer's wife took him home and called the paramedics. When paramedics arrived, a reading of 40 mg/d was obtained on their meter and customer was taken to a hospital. At the hospital, a reading of 50 mg/dl was obtained on the hospital meter and customer was diagnosed with hypoglycemia and treated with glucagon. Customer remained at the hospital until his glucose level stabilized and was released to go home. There was no report of death or permanent impairment associated with this event.